Event description:
It was reported that the remote monitor would not power on. The batteries were changed several times with no results. The monitor was previously working. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found. The monitor was able to power up with a known good battery.